Event description:
It was reported that during a device replacement due to normal battery depletion, the right ventricular (rv) lead was surgically abandoned due to failure to capture. A new lead was successfully implanted. No adverse patient effects were reported.